Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported false downstream occlusion error which was not reproduced. A review of the event history log identified false downstream occlusion error. The cause was determined to be force sensor was out of specification which was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The problem was found in the acute care department. There was no patient involvement. No additional information is available.